Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. The customer's blood glucose level was not impacted. Troubleshooting with tandem technical support was performed and the touchscreen was functioning as intended. Review of the pump data revealed several button interactions for approximately 10 minutes. Button interactions occurred after log entry showed that screen was on. The customers reported issue could not be confirm. In addition, the customer reported to be on third day of infusion set use and to have received an occlusion alarm while delivering a bolus. The customers blood glucose level was not impacted. The customer declined to troubleshoot with tandem technical support and stated supplies would be change.